Event description:
During a diagnostic procedure using the device, a dissection occurred at the right ostium which spiraled down the right coronary artery. The physician performed an emergency angioplasty, deploying three stents, to repair the artery dissection. The pt had an uneventful recovery. The device was discarded by the cath lab.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.